Event description:
It was reported that during l4-s1 auf .. "Cage in at l5-s, began to trial at c4-c5. While doing so the inserter broke inside the trial, which was inside the patient. The surgeon quickly took other inserter and threaded into the other insertion hole to extract the trial."

Event description:
It was reported that during l4-s1 auf .. "Cage in at l5-s, began to trial at c4-c5. While doing so the inserter broke inside the trial, which was inside the patient. The surgeon quickly took other inserter and threaded into the other insertion hole to extract the trial."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the visual examination of the instrument did not reveal any evidence of abuse. The instrument appears to be in used condition. It is confirmed that the threaded tip is broken (see picture in appendix a). The broken tip of the inserter is stuck in the trial, see picture in appendix b. Functional inspection: no functional testing was done since it is obvious that the tip is broken. Device history review: the review of the manufacturing records did not reveal any relevant deviation. The hardness of the shaft was measured (sub-component batch number 08a809) and was conforming to the specifications. Complaint history: a total of 18 similar complaints can be found with this product in the time period from march 2004 to july 9th, 2013. Conclusion: the analysis of the broken component revealed that the fracture occurred at the level of the smallest section of the trial handle. In the normal condition of use, this section should not be submitted to significant flexural stress, as the shoulder of the trial handle is supposed to come in contact with the spot facing surrounding the 5mm hole in the trial. However when the trial handle is not fully driven into the threaded hole, the contact between the two instrument is not optimal and the smallest diameter of the trial handle is more at risk to be exposed to flexural stress. We have verified that the diameter of the cylindrical portion of the trial handle was conforming to the specifications. The review of the manufacturing records confirmed that the material properties were meeting the requirements. In the present case the instrument was manufactured in 2008, hence it might have been in use for several years prior to the breakage. The root cause cannot be formally identified in the present case but the misuse of the instrument is suspected. The fracture is not the consequence of a manufacturing or material defect.